Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure (batch no. 664443), inserted for female sterilisation. The patient's medical history included: morbid obesity, abdominal adhesions, endometriosis of ovary, dysmenorrhoea and right lower quadrant pain. Previously administered products, included for an unreported indication: mirena iud. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci hysterectomy, with bilateral salpingectomy, right oophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: four coils at left tube and six at right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, bilateral essure implants in place with bilateral tubal obstruction. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 664443) inserted for female sterilisation. The patient's medical history included morbid obesity, abdominal adhesions, endometriosis of ovary, dysmenorrhoea and right lower quadrant pain. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy, right oophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: four coils at left tube and six at right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure implants in place with bilateral tubal obstruction.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , date of birth, other relevant history, lot no, lab data, date explanted added. Event: " injury" updated to "chronic pelvic pain." Date implanted, product removal details and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.